Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the battery charger was unable to charger a battery due to a contaminated pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery charger. The pt received a replacement battery charger.

Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) female pt was receiving battery charger faults. The pt was issued a replacement battery charger.